Event description:
Related manufacturer reference number: 1627487-2023-01838. It was reported that the patient¿s lead migrated. As such, surgical intervention took place on (B)(6) 2022 where in the leads were explanted to address the issue. During the procedure, the tail portion of the leads were cut and left connected to the ipg. Additional surgery took place on (B)(6) 2023 where in the remaining tail portion of the leads were removed and new leads were implanted. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.